Event description:
It has been reported that an abnormal noise was heard from the main unit.

Manufacturer narrative:
Updated investigation coding.

Manufacturer narrative:
Updated investigation coding.